Event description:
Venous pressure high alarms and bleeding at the venous site occurred during a routine hemodialysis treatment. Rinseback of the pt's blood was not performed resulting in an estimated blood loss of 190cc. The pt's hb decreased from 11.8 g/dl on (B)(6) 2012 to 9.8 g/dl on (B)(6) 2012. Epogen was increased by 3,000 units. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The alarms and subsequent blood loss are attributed to issues with the pt's catheter. The cycler alarmed appropriately. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.